Event description:
It was reported that the customer had ran out of insulin and could not calibrate the sensor. Customer stated that last wednesday, she went to the emergency room because she fell and the doctors were checking for fluid and blood clots in her leg. Customer stated that it was diabetes related. Customer's blood glucose level at the time was 115 mg/dl. Customer stated that the pump alarmed low at 74 mg/dl and she treated with a glucose tablet. Customer had a calibration error. Troubleshooting was performed and the customer was advised that the sensor would need to be replaced. Customer was advised to monitor the issue. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.